Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the surgeon went to mesh his graft, it tore it rather than meshing it. The harvested graft tissue was not usable. Therefore, an additional graft was harvested. No additional patient consequences were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. Manufacture date is unknown. The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) for evaluation. Zimmer biomet surgical has not previously repaired/evaluated the skin graft mesher. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Initial qa inspection of the skin graft mesher revealed that the calibration pre-test could not be performed due to the damaged comb. The device had visual damage to the roller, gear, and side plates. The serial plate was not legible but the serial number was. The stabilizer feet and hardware were also damaged. The ratchet was not returned for evaluation. The 1.5:1 ratio cutter produced a passing sample graft. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware. A new cross member was etched to reflect the serial number and other information. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection the service technician found that comb was damaged. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher was repaired, tested and returned to the customer.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as cmp (B)(4). This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.